Event description:
It was reported that during use with the bd facs¿ lwa there were erroneous results. The following information was provided by the initial reporter: it was reported by the customer that they having an issue with lyse wash assistant. MDR safety checklist -- patient samples (case): 1. Are there erroneous results on patient samples from diagnostic test?(if yes or unknown, go to question #2. If no, no further questions required): yes. 2.was there any delay of treatment due to the issue? (Go to question #3): no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): not applicable. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131 g.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). H.6 idmrf annex g code - f26. H.6 investigation summary: based on the investigation results, the reported complaint regarding incomplete washes, cell loss, inconsistent volume and dispensing was confirmed. Investigation results that were performed on the indicated failure mode were the following: the potential cause was determined to be a faulty valve stack assembly. In order to resolve the issue, the field service representative (fsr) performed a series of tests and replaced the valve stack assembly. After the replacement performed, the instrument was confirmed to be performing as intended. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the erroneous patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facs¿ lwa there were erroneous results. The following information was provided by the initial reporter: it was reported by the customer that they having an issue with lyse wash assistant. MDR safety checklist -- patient samples (case): 1. Are there erroneous results on patient samples from diagnostic test?(if yes or unknown, go to question #2. If no, no further questions required): yes. 2. Was there any delay of treatment due to the issue? (Go to question #3): no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): not applicable. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no.